Manufacturer narrative:
(B)(4). The reported condition of 806:10 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events that were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During review of the pump's event history, baxter personnel discovered a colleague infusion pump with failure code 806:10, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction is association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.